Event description:
An initial report was received from a dealer who reported cracked spoke on rear wheel with no evidence of damage else where on the wheel chair. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9sl, serial number/date (B)(4) is approximately I year old. The owner's manual part number 1056953, rev.p(nov-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No further information has been reported on this incident. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.